Event description:
It was reported the programmer rf (radio-frequency) head does not recognize devices. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The programmer rf (radio-frequency) head interrogated, with no issues. The cable was found to be twisted and worn near the base of the rf head. The lens on the upper case was also broken, and the label was missing the coating.